Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant attempt, when the lead was connected to the device there was no pacing. The lead was tested and normal parameters were found. The lead was reconnected, and again there was no pacing. Upon changing to voo mode, oversensing was noted. The device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.